Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 lead, implanted: (B)(6) 2001; 5024m-58 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that there was noise on the right atrial (ra) and right ventricular (rv) leads. There were several high rate non-sustained tachycardia (nst) episodes. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was at end of life (eol) and did not meet expected longevity. It was noted that there were high pacing outputs. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.